Event description:
Per the clinic, the patient developed an infection around the implant site which caused skin thinning. The patient was treated with oral antibiotics (specific date and duration not reported); however, the issue did not resolved. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2026, in order to explant the device. The patient was re- implanted with another cochlear device during the same surgery.